Manufacturer narrative:
Two trocar assemblies were received for the report of unable to be inserted into sclera. The samples were visually inspected and were found to be non-conforming with damaged/bent tips. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non-conformances, such as damaged tips, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that two out of thee trocar cannulas were unable to prick into patient's sclera during a procedure. Two of the three trocars were replaced with a third party product and a lance knife was used to insert the third trocar cannula. The procedure was complete with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.